Event description:
Caller reported a malfunction on the pump with a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, and after doing so, the problem did not recur. Customer successfully continued using the pump and resumed insulin deliveries. Customer was advised to call back if the malfunction recurs within 24 hours.